Manufacturer narrative:
In the visual inspection by sample, it was identified: the label on the box is different from the label on the envelope. According the condition of the sample , it was found "wrong and/or mixed labels". An investigation has been initiated to address the potential root cause.

Manufacturer narrative:
The photo showed that the label on the box is different from the label on the envelope. However it is not possible identify if the product belongs to code pmii1 or pml1. Therefore it is not possible to determined the cause of the wrong label without receiving the actual product for evaluation. It has not been possible to perform any dimensional analysis for defect reported, whereas the sample was not returned. It could not be determined what may have caused the reported incident of wrong label of product.

Manufacturer narrative:
Additional information was requested and the following was received: is the problem related to the correct product in the packaging however incorrect labeling - the product was in the paper envelope with the correct size, however in the sterile packaging the size is incorrect. Is the problem related to incorrect product mix in the packaging - the product was in the paper envelope with the correct size, however in the sterile packaging the size is incorrect. What is the quantity involved - n/I.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 12/15/2016. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods/final inspection release criteria. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and the mesh was implanted. It was also reported that there was a wrong label of the product. Additional information has been requested.